Event description:
It was reported that the deep brain stimulation (dbs) patient suffered a severe double fracture of their jaw. The patient was admitted to a medical facility where they received treatment. Subsequently, the patient was discharged and the event was resolved. The physician assessed the event as not having a relationship to the procedure or device hardware and unlikely related to stimulation.

Event description:
It was reported that the deep brain stimulation (dbs) patient suffered a severe double fracture of their jaw. The patient was admitted to a medical facility where they received treatment. Subsequently, the patient was discharged and the event was resolved. The physician assessed the event as not having a relationship to the procedure or device hardware and unlikely related to stimulation. Additional information was received that the patient had oral surgery where they underwent osteosynthesis of the jaw and repositioning of their jaw. The physician assessed the event as not related to the procedure, hardware, protocol assessment, and stimulation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 5179925. Product family: dbs-linear leads. Upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 5179694.